Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device could not charge and shock defibrillation energy and that the device would reboot during energy charge due to power depletion of the battery. With another battery, proper device operation was observed through functional and performance testing. The device was opened, and was inspected without observing any discrepancies.physio-control further evaluated the battery and observed that the battery was depleted in all cells. The battery had 26.4 minutes of use, 0 shocks were delivered with the battery, and the first install date was 07/04/2011. A cause for the battery becoming depleted could not be determined.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The device was returned to physio-control for further evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's could not be switched on and that it gave a beep signal. From the downloaded device data it was observed that the battery capacity had suddenly dropped to 0 after the daily self-test on (B)(6) 2014. With a new battery inserted, the device would function. There was no patient use associated with the reported event.